Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the navigation ring was not functioning. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved.

Manufacturer narrative:
G4: 17jul2020 b4: (B)(6) 2020 the replaced front bezel was received for failure investigation. It was determined that the root cause of the reported failure is liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.